Event description:
Pt was brought in for initial possible appendectomy. Mass was determined upon exploratory operation and removed. Ruptured meckel's was result pursuing pathology report or ileo diverticulum perforation and abscess. A resection of mass and surrounding ileum and colon was performed. An ileo colonostomy was performed using the stapler. Postop diagnosis on 4th day w/hemoglobin and hematocrit dropping so drastically and was having blood stools, decision was made to re-op. Externally anastomosis was intact w/no bleeding. Capillary oozing was confirmed.